Event description:
Philips received a complaint by the customer on the v60 indicating that an oxygen failure alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an oxygen failure alarm occurred. The remote service engineer (rse) and customer performed a troubleshoot together. It was verified that the unit had good o2 inlet pressure. The voltage was then checked at the data acquisition (da) printed circuit board assembly (pcba) and it was discovered that there were zero volts at the o2 settings of 21% then 100%. The rse then provided the customer with the part number of the da pcba, o2 solenoid valves, and gas delivery system (gds) if needed. The customer later informed the rse that they had replaced the da pcba, o2 solenoid valves, and the gds but the reported issue was not resolved. The rse provided the customer with the part number of the central processing unit (cpu) pcba. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.